Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve, a 26mm commander delivery balloon ruptured on stj calcium at full deployment; stj calcium was noted in pre-case discussion hence 70/30 implant depth. The commander could not be removed via the e-sheath due to ruptured balloon. The physician chose to snare the balloon from the contralateral side; cut the delivery system and attempt to pull the ruptured balloon into a gore dry seal via the contralateral side. 20fr was recommended, 14f was pulled and the balloon was not recovered. Upsized to an 18fr dry seal. The same result as occurred and the balloon was not recovered. Upsized to the 20fr dry seal and delivery catheter could not be successfully snared and pulled into dry seal sheath. Vascular surgery called. They attempted to snare, but were unsuccessful. Vascular surgery attempted to "clamp and withdraw" the commander with bronchial forceps via the left cfa through the 20fr dryseal, but were unsuccessful. It was decided to jacket the commander wire lumen portion into the cia, eia, and cfa with four gore covered and leave the remaining commander in place. Valve deployment successful was successful. Patient is stable. Access vessels open and patent. Per additional information from the fcs, the patient had moderate leaflet and mild/moderate stj calcium, an annulus of about 506-518mm2 and minimum luminal diameter of 8.0.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of patient imagery showed calcification was present in the landing zone. In this case, balloon burst was confirmed empirically. Review of patient imagery was provided and showing calcification in landing zone. Available information suggests that patient factors (calcification) likely contributed to the event as the event description stated that ''commander delivery balloon ruptured on stj calcium at full deployment, the patient had moderate leaflet and mild/moderate stj calcium'' and 3mensio confirms presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Withdrawal difficulty was confirmed empirically. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.